Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to an audible alert which triggered due to high right ventricular (rv) coil impedance on the rv lead. Follow up indicated that the alert triggered due to the rv coil impedance meeting the alert limit, which should have been set higher initially. The alert limit was adjusted, and the rv lead remains in use. No patient complications have been reported as a result of this event.